Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the monitor does not display the correct values, no additional information was provided. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.